Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and visually inspected. When observed under magnification, it was found that the lower jaw is slightly bent to the left causing misalignment in the needle path. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw resulting in bending it. Moreover, the device might have hit the bone during a procedure or mishandled contributing to the bending of the jaw. An eiii needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated, the needle deploys successfully. However, to restore it to the original position, the needle trigger has to be pushed back manually. The device does not function smoothly as reported. This complaint can be confirmed. This failure mode is typically observed when tissue debris lodges into the shaft of the expressew and without proper cleaning the needle path becomes rough leading to deployment issues. The observed failures can be attributed to user technique issues. Further, a review into the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the needle became jammed in the customer's expressew iii without hook during a shoulder scope surgical procedure. The case was completed by using another like device. There were no patient consequences or delays. The sales rep was not present for the case and could not provide any further details. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.